Event description:
It was reported that the patient underwent a stenting procedure in the mildly calcified left internal carotid artery, with placement of an xact stent. During the procedure, the patient developed hypotension and neurological symptoms of right-sided neglect, aphasia, and right upper extremity weakness. Medication was administered to treat the hypotension. No treatment was provided for the neurological symptoms. The neurological symptoms resolved prior to the patient leaving the cath lab; however, the hypotension continued and the patient remained hospitalized and on medications. The hypotension resolved on the 4th day post procedure and the patient was discharged to home in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, weakness, and neurological deficit are known observed and potential adverse events of stenting procedures as listed in the xact carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.